Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9231333. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were slanted. This was noticed prior to use. The following information was provided by the initial reporter: "consumer reported, so far out of the new box that arrived today, she's finding syringes with lines that are "slanted" on the barrel. Stated, she cannot use the syringes to draw her insulin because the lines are slanted stated, the lines are going off to the far left."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were slanted. This was noticed prior to use. The following information was provided by the initial reporter: "consumer reported, so far out of the new box that arrived today, she's finding syringes with lines that are "slanted" on the barrel. Stated, she cannot use the syringes to draw her insulin because the lines are slanted stated, the lines are going off to the far left."